Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the enteral feeding pump set broke at the silicone tube. This issue occurred during use and overnight. The issue was discovered when the pump alarmed. Patient information and status was requested.